Event description:
Info received on 10/1/97 indicates the cylinders and it is uncertain if components were replaced. Ams has requested add'l info.

Manufacturer narrative:
Pump performed within specifications. Cylinders had or damage.